Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced damage and air bubbles anomaly on the reservoir. The customer's blood glucose value was 240 mg/dl to 280 mg/dl. The customer stated that the reservoir compartment window on the pump case is cracked. The customer reported large air bubbles. The customer reported the drive support cap to appear normal. The customer declined high pressure test. The product was not returned for analysis.